Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dyspareunia, endometriosis and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis"), ovarian cyst ("bilateral ovarian cyst") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (lavh, bso, cystoscopy, and lysis of adhesions.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, endometriosis, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dyspareunia, endometriosis, ovarian cyst, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: as per mr insertion date was updatated- 2012 to (B)(6) 2014 three trailing coils into the uterine cavity on each side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain, dyspareunia, endometriosis, bilateral ovarian cyst, pelvic adhesions. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event medical device removal replaced with uterine perforation. Reporter information, rcc and removal date were added. Events pelvic pain, dyspareunia, endometriosis, bilateral ovarian cyst, pelvic adhesions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.